Event description:
Dealer states "the pin in bottom of arm was broken out. Pin where arm hooks into front frame of chair. No charge warranty replacement qt (B)(4). No charge warranty order (B)(4)."

Manufacturer narrative:
(B)(6) - no RMA has been initiated for this issue. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the pin that holds the arm to the front frame allegedly broke out. Replacement part on quote #(B)(4), warranty order #(B)(4). No injury alleged.